Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension, product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension, product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2013. Product type: extension . Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), UDI#: (B)(4). Refer to manufacturer report #3004209178-2014-12502 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient saw no difference in therapy whether the implantable neurostimulator (ins) was on or off. It was noted that the patient was ¿mostly asymptomatic¿ either way. The reporter stated that the patient had begun to feel some pain at the upper right corner of the ins site and had begun coughing within the ¿last couple days.¿ the reporter stated that the impedances were a concern. It was noted that impedance readings from the right ins showed six contact pairs had impedances of greater than 4000 ohms. It was noted that the patient had not encountered any trauma and imaging had reportedly showed no clear problems in the system. It was later reported that the patient never had therapeutic effect and the patient felt therapy was not really doing anything. The patient had never been able to get the device adjusted to the point where it would do anything. The patient was still experiencing a lot of dyskinesia and did not feel that she was getting any of the advantage that had been expected. There was not a 50% reduction in symptoms. In january 2014 the patient had met with a manufacturing representative who made a change that had helped a little bit and since then the patient had not had as much dyskinesia but it was still not giving the patient the effects she wanted. The patient was still taking the same amount of sinemets, 6, as she was before the implants. There was also pain where the implantable neurostimulator (ins) was located and had been present since implant. It hurt to touch them and it was a little puffy around the inss but not much but it was not red around the ins sites. Patient also experienced trouble sleeping on her stomach. Pain was also occurring in the patient¿s back and neck but this pain had been present prior to implants, it was noted to be partially because of parkinson¿s and arthritis. It was noted that the pain in the patient¿s chest from the inss made the pain worse. The patient had gone to see her healthcare professional in july 2014 and everything looked fine. The patient had felt something snap in her neck the weekend after surgery. Both of the leads and inss had been implanted in the same surgery. Following the snap the patient had noti fied her healthcare professional and gone into to see him a week or two later to have it checked. Everything was fine at that time also. It was later reported that the area around the implant still hurt if you touched it and it had been a year and a half since the devices were implanted. Patient inquired if this was normal. Additional information was received from a patient. It was reported that the patient was still experiencing pain at the implantable neurostimulator (ins) site since implant. The patient stated that the pain medications wore off and they "cannot sustain a steady feeling". The patient stated that the "feelings" were spasms in their neck, and that the wires protruded and pulled between their neck and chest causing a talking problem. When the device was turned off, the issue was not resolved. The patient has also had her programming adjusted which corrected her walking. Additional information was received from the patient. It was reported that the patient had electrical sensations up the neck. They state that they had a cardiac monitor put on. Patient states she had an electrical sensation go up her neck last week and then it went away. Patient states 3 of the leads from the monitor had moved closer together and when the tech removed the monitor leads and moved them farther apart the sensation went away. Patient states she felt this sensation 3-5 times over the last five years. The sensation comes and goes. The patient also reiterates the neck pain and states that the reason she is having constant spasms are because the wires were placed too close to the skin and they state it is also due to the placement of the ins in the lower right breast area. The ins implant site is causing pain. Patient states this has been a nightmare since implant. Patient says they are extremely happy with therapy.